Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for investigation. The sample was visually evaluated with nonconformance noted. The sample was also leak tested per specification with no leakages observed. Based on the evaluation results, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer has experienced leaking around filter during paclitaxel infusion. This patient has a unique treatment plan receiving paclitaxel over 24 hours. Pharmacy has prepared medication in one bag to infuse over 24hours. We have concerns if there may be plastic or filter degradation when in contact with paclitaxel and risk of infusion to patient. No injury reported.